Manufacturer narrative:
A 6/7f mynx control vascular closure device ruptured during use. Hemostasis was achieved by manual compression within 20 minutes. There was no reported patient injury. An interventional peripheral procedure was performed. A retrograde approach was used. The user was mynx certified. A 6f non-cordis sheath was used. There was moderate vessel tortuosity. The balloon lost pressure during patient use. The hospitalization was not extended, and the patient recovered. Additional patient and procedural details were requested but were unknown. The product was not returned for analysis. A non-sterile mynx control vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, button 1 and button 2 were not depressed. The syringe was connected to the device with the stopcock open. The procedure sheath was locked on to the sheath catch. The sealant was exposed to blood, covering the balloon neck. Per functional analysis, inflation/deflation testing was performed on the balloon of the returned device, and the results revealed a leak in the balloon. Per microscopic analysis, a longitudinal tear in the balloon of the returned device, approximately 1 mm from the balloon neck was revealed. A product history review of lot f2110401 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was confirmed during analysis of the returned device. The balloon loss of pressure was caused by a longitudinal tear in the balloon of the returned device, approximately 1 mm from the balloon neck. The exact cause of the reported event could not be conclusively determined. Based on the available information, it is impossible to determine what factors may have contributed to the reported event. Vessel characteristics may have contributed to the reported event. According to the instructions for use (IFU) which is not intended as a mitigation of risk, users are instructed not to use the device if the balloon does not maintain pressure. Neither the phr review nor the information available suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
Telephone number (B)(6). The device was returned but the engineering report is pending. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
A 6/7f mynx control vascular device ruptured during use. Hemostasis was achieved by manual compression within 20 minutes. There was no reported patient injury. An interventional peripheral procedure was performed. A retrograde approach was used. The user was mynx certified. A 6f non-cordis sheath was used. There was moderate vessel tortuosity. The balloon lost pressure during patient use. The hospitalization was not extended, and the patient recovered. Additional patient and procedural details were requested but were unknown. The device will be returned for analysis.